Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that the patient with this device has received several inappropriate shocks since implant with the likely root cause due to low amplitudes. Data was submitted for a technical services (ts) evaluation and system recommendations. The ts data review confirmed that since implant, there have been 4 untreated and 8 treated episodes. All treated episodes exhibited one delivered shock per episodes. Based on available evidence, ts stated the inappropriate therapy was caused by a temporary decrease in signal amplitude which resulted in oversensing of myopotential signals. Ts recommend to try and recreate the signal change during an in-depth clinical evaluation, as this can be related to a certain posture changes. However, it can also be related to patient condition so further clinical investigation was also recommended. It was further noted that communication with the patient was difficult as they have been non compliant with regular follow-ups. For this reason, it was additionally recommended to follow this patient via the remote monitoring system. To date, this device remains implanted and in service.